Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the investigator indicated the event was not product related. The adverse event was procedure related. There was no immediate event, but later on, it came out that the patient had a voluminous femoral hematoma which was discovered with a computed tomography (CT) scan. Deep vein thrombosis secondary to the compression phenomenon by the hematoma, with regard to the venous puncture.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the patient developed a hematoma at the puncture site and edema of the right leg. Vascular echography indicated deep vein thrombosis and computed tomography (CT) angiogram showed minor active bleeding. The patient received an inferior vena cava filter (ivc filter). The patient is a participant in the post approval network (pan) product surveillance registry (psr). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.